Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced persistent infections at the abutment site, resulting in the decision to remove the abutment on (B)(6) 2018.

Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with oral and topical antibiotics for a long period of time (date not reported). This report is submitted on september 21, 2018..